Event description:
Boston scientific received information that a red alert was delivered for tachy mode other than monitor plus therapy. An explanation could not be provided regarding why this ICD was programmed in tachy mode other than monitor plus therapy. There were no adverse patient effects reported. This implantable cardioverter defibrillator (ICD) remains in service.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.